Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy and failure to inflate was not tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the previously filed reports, new information received states that the lesion was located in the non-tortuous, non-calcified left anterior descending artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is not approved for sale in the u.s; however, it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. The 2.5 x 18 mm implant delivery system was advanced to the lesion. Attempts were made to inflate the delivery system balloon to nominal pressure; however, it would not inflate at all. The delivery system was removed from the anatomy with the implant still crimped on the balloon. A new same size delivery system was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.